Manufacturer narrative:
Physio-control downloaded the device's electronic records from the event for review and was able to verify the device unexpectedly powered off during use. Based on the information available, physio-control has determined that the likely cause of the reported issue was due to worn battery pins which caused excessive resistance. Physio replaced the device's battery pins as a precaution.

Event description:
The customer contacted physio-control to report that they were using this device to monitor a patient and the display went blank. A blank display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank.

Event description:
The customer contacted physio-control to report that they were using this device to monitor a patient and the display went blank. A blank display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.